Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a right groin hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was reported to be due to the pressure of the peritoneal dialysis solutions in the peritoneal cavity. The hernia worsened with peritoneal dialysis therapy. Nineteen days prior to receipt of this report, the patient underwent an outpatient hernia repair surgical procedure. Peritoneal dialysis therapy was ongoing. The patient was recovered from the event. No additional information is available.